Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("head aches") and hyperhidrosis ("sweats"). The patient was treated with surgery (2 surgeries/essure removal). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, genital haemorrhage, headache and hyperhidrosis had not resolved. The reporter considered genital haemorrhage, headache, hyperhidrosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report